Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a asian female patient underwent a breast surgery with an unspecified saline breast prosthesis and experienced capsular contracture (baker grade 3) on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor has attempted multiple follow up attempts to gather additional information about the event without success. If additional information is received, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On november 26, 2024, mentor received additional information regarding the impacted device and explantation date. The impacted device was reported to be a 375cc mentor smooth round moderate profile saline breast prosthesis (catalog number 3501660). The lot number was updated to 9707131. The serial number was updated to (B)(6). It was reported that the patient was to undergo device explantation on december 06, 2024. The date of event was updated to july 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).